Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: smartablate generator (us catalog # m4900107, serial # (B)(4)); smartablate pump (us catalog # m4900109, serial # (B)(4)); carto 3 system (us catalog # fg540000, serial # (B)(4)). Note: the event date is unknown. As such, the 1st day of the alert month has been entered as the event date ((B)(6) 2018). Manufacturer's ref. No (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered pericardial effusion requiring no medical/surgical intervention but extended hospitalization was required. During the procedure, the irrigation pump did not start when the ablation started. The physician informed that the issue occurred due to a user error. The user selected non-irrigated catheter settings in smartablate generator while using an irrigated catheter. As a result, the smartablate pump did not start. During the ablation phase, pericardial effusion was confirmed. There¿s no indication that medical/surgical intervention was performed. Extended hospitalization was required as a result of the adverse event. There¿s no information regarding patient¿s outcome and physician¿s causality opinion. There were no error messages reported on any bwi equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle. There¿s no information regarding generator parameters, overall time for ablation and last ablation cycle time at the time of the injury. It is unknown if the patient received anticoagulant during the procedure. The catheter was discarded by the customer and it¿s not available for evaluation. The spi value is unknown. It is unknown if the catheter was in close proximity to another catheter or if it was zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. It is also unknown if the carto 3 system indicated to re-zero the catheter. The force visualization features that were used included dashboard, vector and visitag.